Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on 18-dec-2018 the system is run on battery until a depleted battery shutdown occurs. The nach and time left on battery were both zero when the shutdown occurred indicating the batteries were good. The system is not powered up again until (B)(6) 2019. At this point the batteries would have been low as reported. The batteries should be fully recharged and tested. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint/ the batteries measured 13.1 volts direct current (vdc) and 12.8 vdc upon receipt. Conductance measurements were 379 siemens (s) and 456s respectively, both passing. Both batteries were charged for approximately 15 hours and had a total nominal available capacity (tnac) of 18 amp hours (ah). Both batteries passed load testing lasting approximately 75 minutes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per the user facility's biomedical technician, the battery light was on the main screen. Per the field service representative (fsr), the batteries were dead due to loss of alternating current (a/c) power in the storage room. He replaced the two batteries. The unit operated to the manufacturer's specifications. The suspect parts were sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were completely dead. The surgical procedure was cancelled since they do not have any back-up.